Event description:
Pt was implanted with a distal fibula plate and a distal tibia plate and screws on (B)(6) 2011. Post operatively, pt developed an infection and was returned to the operating room on (B)(6) 2012 for irrigation and debridement. The hardware was removed intact and no new hardware was placed. Pt treated with antibiotics. This report is #1 of 16 for the same event.

Manufacturer narrative:
Review of the manufacturing records found nothing that would cause or contribute to the reported incident. All visual and dimensional requirements were acceptable for completed product.